Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that deflation failure occurred. A 14-4/5.8/75 xxl¿ vascular balloon catheter was selected for use. During preparation, the balloon was inflated but it failed to deflate. The procedure was completed with another of the same device. No patient complications were reported.